Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when patient presented in clinic for a follow up visit, upon device interrogation decrease r-wave amplitude and loss of capture issue was observed. Upon lead revision via fluoroscopy lead dislodgment was confirmed and the lead lost slack. There were no alerts triggered remotely on merlin.net transmission because there was no significant change in impedance. Lead was explanted and a new lead was implanted. Patient was stable.